Event description:
Additional information. Received. Patient information updated on cover page. Initials (B)(6). Dob: (B)(6) 2007. Race white. Intervention of tracheostomy change out. It was reported the situ of the cuff is inflated and deflated on a four hourly time scale. Fortunately enough, each time was a period of deflation with the cuff, to easily to remove tracheotomy. First device was discarded. Second is in the customers office.

Manufacturer narrative:
H 6 updated. No product returned.

Event description:
It was reported that the inflation line snapped off a smiths medical trach tube while the trach was in the patient. This is the second time this has happened. The first time, a trach change was done and the device was thrown away as a one off situation. But a week later the same issue happened a second time. No adverse patient effects were reported.